Event description:
Caller reported a false negative urine hcg result. The test gave a very faint result that was interpreted as negative. The serum quant was performed and gave result of 61,000miu/ml. The specific gravity of the sample was 34. The same urine was run on another brand hcg test and gave a strong positive result.

Manufacturer narrative:
Investigation: lot number(s): hcg9010086, exp date(s): 07/2010. Control lot: 100miu/ml hcg urine control lot: hcg090521-01; 20miu/ml hcg urine control lot: hcg090304-02; 257.8iu/ml hcg urine control lot: hcg090526-02. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control. The 100miu/ml and 257.8iu/ml hcg urine control yielded clearly positive results at 3 minute read time. Verified the product number, product description, lot number and batch record. No abnormal results were found. Further investigation to be performed if pt sample is returned. No corrective action required at this time as no product deficiency was established.